Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan USA alleging that her onetouch ultramini meter displayed an error 2 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 7:30am. The patient manages her diabetes with self-adjusting insulin. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptom of "shaky" on (B)(6) 2015 at 12:00pm, after the alleged product issue began; however she denied that she had received any treatment. At the time of troubleshooting, the csr noted that the alleged error message did not appear when the power button was pressed, the patient was unable/unwilling to state of the alleged product issue was resolved with a walk-through retest, the correct test strips were being used, the patient was using the correct testing technique, there was no indication of product misuse and the subject meter was not being used for the first time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptom of "shaky" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.